Event description:
It was reported that during a lap anterior resection of rectum, the anvil could not be pulled out although the locking spring was not held. The device was not used for the patient. Another competitive device was used to complete the case. There were no adverse consequences to the patient. The anvil was able to be removed with rotating after the operation. After that, it was found that the trocar was scratched.

Manufacturer narrative:
(B)(4).